Event description:
On (B)(6) 2023, a patient in france underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. The patient complained of pain, and on 23 nov 2023, a scan demonstrated peritonitis with gastric origin because the tubing was not in adherence inside the intestine. The same evening, the peritoneum was cleaned and the tubing was pulled correctly. The patient was treated with intravenous antibiotic therapy, ceftriaxone 1gr (2gr/d) for 5 days combined with flagyl 500mg (1500mg/d) for 7 days. On 27 nov 2023, duodopa treatment was restarted. The patient was now afebrile and had no pain.

Manufacturer narrative:
Reference number (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Peritonitis known complications of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.